Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with unknown antibiotics (route, dose, frequency, and duration not reported) for peritonitis. The action taken with dianeal therapy was not reported. At the time of this report, the patient was not recovered from the peritonitis and was continuing antibiotic treatment but was discharged from the hospital. No additional information is available.